Event description:
A third party service agent contacted physio-control to report that a customer's device powered off by itself when the during a patient event. This issue occurred when the customer was attempting to print the code summary of the event. This issue is patient related; however the customer advised that there was no adverse patient outcome.

Manufacturer narrative:
A third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing the device was returned to the customer for use. The electronic records from the customer¿s device were downloaded and reviewed, and the reported issue was verified. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that a customer's device powered off by itself when the during a patient event. This issue occurred when the customer was attempting to print the code summary of the event. This issue is patient related; however the customer advised that there was no adverse patient outcome.